Event description:
It was reported that approximately 30 cm of a whisper wire got stuck in the lead. The wire was cut and left in the lead and implanted. The lead was reported as still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The serial number of the lead is not known, so the manufacturing site ID was set to medtronic, inc.